Event description:
It was reported that catheter issues occurred. The patient presented for a venous intervention. As the opticross 35 imaging catheter was being inserted over an amplatz super stiff guidewire, the back of the wire came out the side of the opticross catheter about mid shaft. The opticross was removed and when another opticross 35 was being inserted, the amplatz wire came out the side of that catheter about 4 inches before the exit port. The case was continued with the damaged catheter and the vessel was able to be partially imaged before imaging was lost. The catheter was removed intact and the case continued without intravascular ultrasound. The procedure was successfully completed and there were no patient complications.

Manufacturer narrative:
D2b pro code (product code): also itx.